Manufacturer narrative:
E1: patient city:(B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in the egypt. On 5-june-2024, it was reported that patient complained about tape not sticking. The infusion set was in use for 2days. No further information available.